Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the finished device lot history record did not reveal any abnormalities that could have contributed to this event. In-process inspections and testing met manufacturing criteria. According to this investigation no evidence could be found which supports the assumption that a device defect led to problems described in the case description.

Event description:
It was reported that during a procedure of the left brachial vein with a concentric, 90% stenosed, de novo lesion, the fox cross balloon was delivered and during the first inflation at 8-10 atmosphere (atm) the balloon ruptured. A non-abbott balloon was used to complete the procedure after two additional inflations. There was no reported patient effect. No additional information was provided.